Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that she had a bad reaction to the 72r electrodes the first 2 days of treatment and has not used the unit since. The patient claims she treated for 8 hours the first day and felt itchy and red. On day two after a few hours, the patient stated that she developed blisters, welts and oozing so she stopped treating and called the nurse practitioner at her doctor¿s office. The nurse practitioner advised her to take off the unit and stop treating. The patient then went on to state that after a few days the scar where her surgery was began to drain puss and liquids. The patient was prescribed cefelaxin by her doctor and was advised to keep the area clean and dry. The patient state she had a revision surgery to clear out the puss and drainage from the area. The patient claims she has an allergy to adhesives and did not use the cover patches. The 72r lot # 227334 was used. The patient stated that she would like to return the unit as she is no longer using it. No additional information has been reported at this time.

Event description:
It was reported that she had a bad reaction to the 72r electrodes the first 2 days of treatment and has not used the unit since. The patient claims she treated for 8 hours the first day and felt itchy and red. On day two after a few hours, the patient stated that she developed blisters, welts and oozing so she stopped treating and called the nurse practitioner at her doctor¿s office. The nurse practitioner advised her to take off the unit and stop treating. The patient then went on to state that after a few days the scar where her surgery was began to drain puss and liquids. The patient was prescribed cefelaxin by her doctor and was advised to keep the area clean and dry. The patient state she had a revision surgery to clear out the puss and drainage from the area. The patient claims she has an allergy to adhesives and did not use the cover patches. The 72r lot # 227334 was used. The patient stated that she would like to return the unit as she is no longer using it. No additional information has been reported at this time. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Manufacturer narrative:
Corrections: a: date of birth, d1: brand name, d2a: device common name, d3: manufacturer, d4: model number, d4: serial number, d4: expiration date, g4: PMA number. This follow-up report is being submitted to relay corrected information based on UDI related data quality updates only.

Event description:
It was reported that she had a bad reaction to the 72r electrodes the first 2 days of treatment and has not used the unit since. The patient claims she treated for 8 hours the first day and felt itchy and red. On day two after a few hours, the patient stated that she developed blisters, welts and oozing so she stopped treating and called the nurse practitioner at her doctor¿s office. The nurse practitioner advised her to take off the unit and stop treating. The patient then went on to state that after a few days the scar where her surgery was began to drain puss and liquids. The patient was prescribed cefalexin by her doctor and was advised to keep the area clean and dry. The patient state she had a revision surgery to clear out the puss and drainage from the area. The patient claims she has an allergy to adhesives and did not use the cover patches. The 72r lot # 227334 was used. The patient stated that she would like to return the unit as she is no longer using it. No additional information has been reported at this time. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.